Event description:
A mother reported that her (B)(6) son, experienced an (unconfirmed) "infection" while using complete multi-purpose solution easy rub formula in (B)(6) 2010 (specific date not known). His event occurred after using the product for several weeks. He sought treatment from his optometrist and was reportedly diagnosed with ocular inflammation and corneal ulcer. He was prescribed vigamox and steroids for 7 days; he has fully recovered and has resumed contact lens wear. According to the rptr, the attending optometrist told them the product had been recalled and the doctor discarded the complaint unit at the time of the pt's visit. Lot number of solution used is not available. (MFR's note: this product has not been recalled in USA). Amo is attempting to obtain further info, including permission from the rptr and pt to f/u with the attending doctor.

Manufacturer narrative:
Lot number of solution used by pt is unknown, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not rec'd the complaint sample for analysis nor we rec'd an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not rec'd the complaint sample for analysis, nor have we rec'd and identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.